Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon of fan not working was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It was also noted that lamp a error was confirmed, but no specific cause could be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the olympus video system's fan did not work. The customer reported the issue was detected during service with no delay in any patient procedure. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue, fan not working, was not confirmed. Testing showed the fan functioned as per specifications. Testing showed the battery powering the memory backup was depleted, the device gave "lamp a" error and both lamps showed browning. Examination showed both lamps in use were non-olympus parts. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.